Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was originally reported that he patient experienced stimulation in the wrong location and coupling/communication issues. She had painful stimulation under her breast in the ribcage. The ins was loose in the pocket and she was afraid she "tore a lead loose". There was no known accident or incident related to this complaint. She was at home in fair condition. It was later reported that the patient initially had stimulation in the ribs and back. The back stimulation was too high. Upon interrogation of th e device on (B)(6) 2010 a power on reset (por) occurred. The impedances were within normal range. The ins was reprogrammed to get stimulation in the lower back and to capture more of the leg. She had better stimulation after reprogramming than before.